Event description:
During a remote follow up, it was noted the patient had received inappropriate shocks. Ventricular fibrillation therapy assurance (vfta) was activated but it was noted the egms as to why were missing. It was suspected the inappropriate shocks were due to atrial undersensing. Reprogramming was recommended to resolve the event. The device was reprogrammed. The patient was stable.